Manufacturer narrative:
The lead remains in service. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient implanted with this right atrial (ra) lead and competitive device presented to the emergency department after receiving an alert from the device. Upon interrogation, it was determined the patient alert was due to a low atrial pacing impedance measurement of less than 200 ohms. Testing produced an impedance measurement of 410 ohms, which was consistent with previous measurements. Sensing and pacing threshold measurements were stable. However, it was reported by the clinician that the device had stored inappropriate mode switching episodes that were caused by oversensing of noise on the ra lead. No programming changes were made, and no surgical intervention was planned. No adverse patient effects were reported.